Event description:
Report 1 of 4. It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2, the veritor analyzer provided a negative sars covid result for one (1) patient sample. However, the user visually observed lines on the test cartridge and questioned the negative result interpreting the lines as a positive result. It should be noted the action of visual interpretation is considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using rapid detection of sars-cov-2 veritor (material#: 256082), batch number 5133150. The customer reported that they are visually observing positive lines on the test cartridge, but the analyzer is providing a negative result. They also provided that they are incubating the sample for 10 minutes prior to inserting in the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted; no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 1 of 4: it was reported while using the bd veritor¿ system for rapid detection of sars-cov-2, the veritor analyzer provided a negative sars covid result for one (1) patient sample. However, the user visually observed lines on the test cartridge and questioned the negative result interpreting the lines as a positive result. It should be noted the action of visual interpretation is considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g.4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.